Manufacturer narrative:
On 4/24/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the correct date of event was (B)(6) 2019. Per the new date of event, the patient's age at the time of event is 60-years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/14/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample appears intact. No other anomalies were observed. In addition a tear was observed during the leak testing on the anterior aspect of the implant measuring 0.4 cm. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. The second product received is related to a concomitant device, therefore no further investigation is required. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, compression during mammographic imaging. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/11/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 375cc mentor siltex round moderate profile saline catalog: 3542660, lot: 208373, manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 375cc mentor siltex round moderate profile saline breast prostheses, experienced right side deflation post-operatively. As a result, the patient was scheduled for removal on (B)(6) 2019.